Event description:
The manufacturer received info alleging a ventilator was alarming for low battery. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer's service center for evaluation. During the evaluation, the customer's complaint was confirmed. The power cord was replaced to address this issue.